Event description:
It was reported after implanting this subcutaneous implantable cardioverter defibrillator (s-ICD) defibrillation threshold (dft) test failed and an external shock was delivered to terminate the arrhythmia, a few days later a second attempt at defibrillation threshold (dft) test was successful. The patient had previously experienced shocks in (B)(6) and (B)(6) of 2025. After the shock in january the device was reprogrammed and after the shock in february the device was once again reprogrammed with atrial fibrillation (af) monitor turned off. Most recently a follow up took place and all saved episodes showed that two shocks were delivered during sexual activity. A review of the electrocardiograms by the healthcare professional suspected myopotential oversensing. No t-waves were seen but only noise. The impedances were stable and manipulation along the electrode and sensing poles did not show any noise marked as n markers. The healthcare professional believe it was necessary to perform automatic set up, exercise testing and additional testing but wanted technical services (ts) review prior. Technical services (ts) reviewed the device data and noted that recently x-ray were also available for review. Ts noted that the device data contained several episode of inappropriate therapy. The episodes were stored in both the primary and secondary sensing vectors with oversensing in combination of noise and t-wave oversensing. X-ray in the frontal view did not show the electrode over the visible spine and ts discussed that it would be important to know if rotation was present. If the electrode was too left lateral this could be a reason noise. Additional information noted that the patient received another inappropriate shock. The patient was seen in clinic and the rate of the condition zone was increased. The patient was seen in clinic and noted that shock was delivered when provocation maneuvers were done with the left arm. Only noise was registered and induced by the left and right arm. Manipulation of the device and electrode did not reproduce any noise. The vector was changed manually to alternative which resulted in smartpass deactivation and noise. Automatic set up was then performed and primary sensing vector was suggested and thus programmed. Different tests were done including prone positions and noise was still seen. A new screening was done and a request for additional ts review was needed as the patient will not be able to be implanted with a transvenous device due to congenital heart disease.

Event description:
It was reported after implanting this subcutaneous implantable cardioverter defibrillator (s-ICD) defibrillation threshold (dft) test failed and an external shock was delivered to terminate the arrhythmia, a few days later a second attempt at defibrillation threshold (dft) test was successful. The patient had previously experienced shocks in january and february of 2025. After the shock in january the device was reprogrammed and after the shock in february the device was once again reprogrammed with atrial fibrillation (af) monitor turned off. Most recently a follow up took place and all saved episodes showed that two shocks were delivered during sexual activity. A review of the electrocardiograms by the healthcare professional suspected myopotential oversensing. No t-waves were seen but only noise. The impedances were stable and manipulation along the electrode and sensing poles did not show any noise marked as n markers. The healthcare professional believe it was necessary to perform automatic set up, exercise testing and additional testing but wanted technical services (ts) review prior. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported after implanting this subcutaneous implantable cardioverter defibrillator (s-ICD) defibrillation threshold (dft) test failed and an external shock was delivered to terminate the arrhythmia, a few days later a second attempt at defibrillation threshold (dft) test was successful. The patient had previously experienced shocks in (B)(6) 2025. After the shock in january the device was reprogrammed and after the shock in february the device was once again reprogrammed with atrial fibrillation (af) monitor turned off. Most recently a follow up took place and all saved episodes showed that two shocks were delivered during sexual activity. A review of the electrocardiograms by the healthcare professional suspected myopotential oversensing. No t-waves were seen but only noise. The impedances were stable and manipulation along the electrode and sensing poles did not show any noise marked as n markers. The healthcare professional believe it was necessary to perform automatic set up, exercise testing and additional testing but wanted technical services (ts) review prior. Technical services (ts) reviewed the device data and noted that recently x-ray were also available for review. Ts noted that the device data contained several episodes of inappropriate therapy. The episodes were stored in both the primary and secondary sensing vectors with oversensing in combination of noise and t-wave oversensing. X-ray in the frontal view did not show the electrode over the visible spine and ts discussed that it would be important to know if rotation was present. If the electrode was too left lateral this could be a reason noise. No adverse patient effects were reported. The device remains implanted.